Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.1, laboratory inr: 7.2. The time between testing was reported as "within a few hours", customer could not be more specific. It is unknown if the strip code was verified prior to testing. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Action: data analysis performed on inr results provided by customer. Reviewed retain testing on reported lot number 305772. Investigation: it is unknown if the strip code was verified prior to testing. Strip codes are lot specific and are directly used to calculate the inr and qc values. Use of the incorrect code can result in incorrect results and error messages. Be advised to match the code on the monitor display with the strip code on the packaging labels or test strip pouch. The customer reported a few hours elapsed between each method of testing. Be advised the time between tests should be no more than three hours. If the time exceeds three hours, changes in patient status may contribute to unexpected results. Three hours is considered a reasonable length of time between readings in order for the comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 2.1, reference: 7.2, mean: 4.65, confidence limits: 2.6-6.9. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were outside of the confidence limits for inr testing. The results were considered discrepant within the context of the documented variability for inr testing. Further investigation is required. In-house therapeutic donor testing was performed on reported lot # 305772 on (B)(6) 2013. Results as follows: donor: 218, inratio: 1.9, inratio: 1.9, inratio: 1.8, reference: 1.82, bias threshold: 1.32 - 2.32, %cv: 3.09; donor: 220, inratio: 2.9, inratio: 3.1, inratio: 3.0, reference: 2.78, bias threshold: 1.78-3.78, %cv: 3.33. Retention products performed as expected. All replicates were within the acceptable bias and passed the precision criteria. No further investigation was required. Since the product associated with the complaint was not returned, product support was unable to perform further investigation. Further investigation was not possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. Five discrepant result complaints were reported for lot #305772, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.